Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The foreign material may have remained due to a leakage from the deformed electrical connector, which resulted in loss of water tightness. The event can be detected and prevented by following the instructions for use (IFU): IFU states detection methods in gif-q150 operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the nozzle, plastic distal end cover, adhesive on bending section cover, bending section cover and connecting tube. There were no reports of patient involvement.